Event description:
The patient contacted animas on (B)(6) 2012 and stated that all the keypad buttons were intermittently unresponsive and required multiple presses to elicit a response. The patient stated the ok button would sometimes stick when pressed. The patient denied damage to the keypad. The patient reportedly wore the pump in a pouch in an undergarment and did not clean it. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be peeling near the ok button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, all the keypad buttons required excessive force to evoke a response and were intermittently unresponsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.